Event description:
The customer reports to philips that error code 101 appearing while switching on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.